Event description:
It was reported that the patient experienced pre-syncope. It was noted that the implantable pulse generator (ipg) exhibited pacing issues with loss of capture and storage issues with electrocardiogram (ECG) and electrograms (egm). It was also noted that the loss of capture was observed on the right ventricular (rv) lead. Ipg was explanted and replaced and rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.